Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had scratches on screen. The customer¿s blood glucose was 300 mg/dl. The customer was assisted with troubleshooting. The customer¿s husband stated that, customer has to hold the insulin pump in order to see the screen information with the scratches customer has to angle it a certain way, where before there was no issues when it was clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.